Event description:
According to the available information the bladder is not emptied despite the use of an open system which was advice given by urologists. As soon as the bag is connected to the catheter, urine no longer flows and the bladder is not emptied. This has no consequences for the procedure in question, as it is a laparoscopic procedure.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaints on the lot number. Unfortunately without sample and without more elements from the customer we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. According to the elements known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on folysil product, defect drainage issue, between june 2021 and june 2025, 27 cases were found.

Event description:
According to the available information the bladder is not emptied despite the use of an open system which was advice given by urologists. As soon as the bag is connected to the catheter, urine no longer flows and the bladder is not emptied. This has no consequences for the procedure in question, as it is a laparoscopic procedure.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.